Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced blood glucose level of 54 mg/dl. The customer also mentioned blood glucose level of 122 mg/dl. The customer was treated with sugar and food. The customer did not report symptoms related to low blood glucose level. It was unknown whether the customer was using auto mode feature or not. Troubleshooting was declined by the customer for low blood glucose level. The insulin pump will not be returned for analysis.